Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading both inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining alleged inaccurate high readings of ¿392, 192, 240, 122, 169, 107 127, 139, 165 and 118 mg/dl¿ with the subject meter on unspecified dates/times. The cca noted the patient was comparing the results to his feelings and/or normal results. Of the reported inaccurate high results noted above, the patient reported that the last two readings ¿118 and 165 mg/dl¿ were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ precision criteria. The patient informed the cca that he manages his diabetes with insulin (self-adjuster). In response to the alleged inaccurate results, the patient reported taking an increased dose of insulin and subsequently on an unspecified date/time after the issue began developed symptoms of feeling ¿shaky¿. The patient denied receiving medical treatment. At the time of troubleshooting, the patient confirmed the test strips appeared in good condition, were not expired or opened past their opened date. The cca noted the patient was using the correct testing technique. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining inaccurate results with the subject meter.